Event description:
Pt with end stage renal disease had tesio catheter inserted as an access site for dialysis. The catheter would not flush and on the day after placement, the surgeon x-rayed it, thought he saw a kink, removed a suture and attempted to release the kink. The catheter then flushed well. Next day the pt presented to the hospital with swelling on both sides of the neck. He was taken to surgery and found to have bleeding from the internal jugular site of catheter insertion. Vein repaired. Pt discharged 6 days after repair.